Manufacturer narrative:
No product samples, pictures, or videos were received for investigation. The complaint of not being able to inflate could not be confirmed by investigation. Without the return of the used sample a comprehensive failure investigation cannot be performed, and a cause cannot be determined. A review of the device history records shows there were no observations recorded during manufacturing to suggest an issue of this nature would occur.

Event description:
It was reported that, during a percutaneous tracheostomy change, the cuff could not be inflated after the tracheal cannula was inserted. Per reporter, the cannula was then replaced and reinserted, prolonging the tracheostomy procedure time. No patient harm/adverse event was reported.